Event description:
It was reported that the customer experienced high blood glucose levels and that insulin leaked from the reservoir during normal device use. The blood glucose reading was 382 mg/dl. The caller stated that insulin leaked into the reservoir compartment, and no insulin was visible anywhere else. No damage to the reservoir was noted. Advised return of the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the reservoirs showed that they were functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.